Manufacturer narrative:
(B)(4).

Event description:
The customer received a questionable high elecsys troponin t stat assay result for one patient sample. The initial result was 0.155 ng/ml with a data flag and was reported outside of the laboratory. The two repeat results on (B)(6) 2017 were 0.010 with a data flag. The physician based treatment on the initial result and the patient was given heparin and transferred to another hospital to be treated for a heart attack. The customer could not provide further information. There was no allegation of an adverse event due to the treatment. The reagent lot number was 24466401 with an expiration date of 30-jun-2018. The field service representative found no problems with the instrument. He ran performance testing and the customer ran qc.

Manufacturer narrative:
Additional information was provided stating the customer was admitted to hospital with back pain. The initial troponin t stat result led to the diagnosis of a heart attack. No other diagnostic tests were provided by the customer. The patient was treated with heparin, but the dosage information was not available. The patient was then transferred to another hospital for further treatment for a heart attack and the current status of the patient was unknown to the customer. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. A pre-analytical issue could not be completely excluded as a too short centrifugation time in combination with a too high g-force was used.